Manufacturer narrative:
Lifescan has requested the return of the subject meter, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 3, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch basic enhanced meter read a blood test as control solution. On july 5, 2006 the medical affairs specialist (mas) spoke with the the patient to obtain/verify the following information: the patient takes multiple oral diabetes medications. She said she does not know the medication names and doses. At the time of concern, the patient took her medications as usual. She did not recall the date, and time of the incident. After developing symptoms of lightheadedness, and thirst, she tested with the reported meter and obtained a "low reading that had a control message with it. " a blood test can read as control solution when an insufficient blood sample is applied to the test strip. The patient contacted her nurse; the nurse advised her to drink orange juice due to the low meter reading. After drinking orange juice, the patient tested with the reported meter, and obtained a result >150 mg/dl; the patient did not recall the specific result obtained. The patient was unable to provide further details regarding the incident such as the time difference between drinking the juice, and testing on the meter. The customer care advocate (cca) asked the patient to clean the meter and retest. The cca noted that the blood reading as control issue was resolved. However, the cca could not complete quality control testing because the patient did not have a check strip. The meter, test strips, and control were replaced. The complaint is reported because the patient reported feeling symptoms that could suggest an abnormal glycemic state. She later obtained a meter reading that was interpreted as a "low result." The patient was advised to drink orange juice based on the low result. After drinking orange juice, the patient retested, and obtained a higher blood glucose reading on the lfs meter. It is unknown if the patient was truly hypoglycemic or hyperglycemic during the time of concern.